Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02811 - 1. Complaint sample was evaluated and the reported event confirmed through visual inspection of the returned product. Investigation revealed that there was a foreign object attached to the foam lid inside the sterile seal and cavity. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information is received.